Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 100-600 mg/dl with ketones and was addressed via bolus using the pump. Reportedly, multiple supply changes were performed to resolve the occlusion alarms. Upon follow up, the customer reported that bg had decreased after completing a cartridge change and the occlusion alarms did not recur.